Event description:
It was further reported that the patient did more activity than was first allowed after device implant. It was noted that the patient is taking part in the (B)(6) registry study.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads dislodged. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4296 implantable pacing lead (B)(6) 2013; 693565 implantable tachy lead (B)(6) 2013; d314trg implantable cardioverter defibrillator (ICD) (B)(6) 2013. (B)(4).

Event description:
It was further reported that a device check and x-ray on (B)(6) 2014 showed that all of the patient's leads dislodged. The left ventricular (lv) and right ventricular (rv) and atrial leads were not sensing or pacing. The leads were all explanted and replaced.